Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was producing noise and shocking the patient. The noise observed on the egms revealed a possible inner conductor insulation break or internal filar fracture. The lead was capped, and a new difib lead was implanted.